Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device history log was unable to downloaded for review. Functional tests included use testing. The pump was powered on and exhibited an alarm and error code message. The fault could not be cleared. The pump's circuit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement and the event date was (B)(6) 2018.